Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-02253. It was reported that the patient's leads had migrated, and as a result was experiencing ineffective therapy. Surgical intervention took place where the leads where explanted and replaced to address the issue. Effective therapy was restored.